Event description:
While replacing a breast implant (mentor siltex) due to leakage (implant was less than 5 years old), the replacement implant (mentor siltex implant, cat# 354-2655 lot# 229416) was found to have a defective valve. The new mentor implant came from a sealed package. Will contact mentor for evaluation. Reference previous report.